Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# :(B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c265, serial/lot #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that contact 15 was out of range. There were no environmental, patient, or external reported that may have contributed to the issue. The contact was programmed around and the patient reported good coverage. The issue was resolved at the time of report. No symptoms were reported.